Manufacturer narrative:
According to available information, this lead remains in service. As no further intervention was required, it was thought the drainage system resolved the pneumothorax. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a right ventricular lead revision was performed. This lead was repositioned. Post revision, it was noted a pneumothorax and pericardial tamponade had occurred requiring a thoracic drainage system. No further patient symptoms were reported. This lead remains implanted and in service.